Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a typical flutter farapoint it was reported that a farapoint pulsed field ablation catheter was selected for use. Following cavotricuspid isthmus (cti) ablation with the farapoint catheter, no nitroglycerin was administered prior to energy delivery. After completion of the line, the patient experienced several short runs of non sustained ventricular tachycardia (4 to 6 beats) and mild st segment elevation. A 2mg dose of nitroglycerin (risordan) was given, after which the ECG stabilized. A second 2 mg dose was administered a few minutes later. The event did not require hospitalization beyond standard care, and the patient is expected to make a full recovery. The device is not expected to be return due to disposal.